Event description:
It was reported that during implant of the left ventricular lead, the aorta was punctured when the sheath was introduced into the subclavian artery. The patient was admitted for surgery to repair the tear. The surgery was successful and the patient was in stable condition. The lead was discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.